Event description:
Consumer from (B)(6) reported to church & dwight co., inc. ((B)(6)) that her "son has been using a skateboard spinbrush for less than a month and the top snapped off." No injury reported.

Manufacturer narrative:
(B)(4): consumer disposed the device.